Event description:
Complainant alleged that medics responded to a call for a pt (age unknown) who was in respiratory distress. The pt explained to the medics that pt had "dyspnea upon exertion, which is a common for pt". The pt requested an eval only, without a transport. Upon the medic's connecting the three lead ECG cable to the pt and selecting lead 2 on the device, only a dotted line was displayed on the device screen. The medic also reported that a solid "squiggly" line appeared on the device screen, and that the line railed to the top and bottom of the screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.